Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the woke up and her blood glucose was 180 mg/dl. Throughout the day she was experiencing nausea and dizziness. At 15:00 the patient started to vomit and was experiencing worse symptoms of dizziness and nausea. When she checked her blood glucose at 16:00 - 17:00 her results were 399 mg/dl. Mother said she did not "look right" and checked her ketones. The ketone test results were high. After the ketone test, the mother took her to the emergency room (ER) at 22:00. While the at the emergency room they checked her blood glucose and her results were 600 mg/dl. The hospital threw away the pod, they placed the patient on an IV to treat her high blood glucose, the mother does not remember what was in the IV. They also started to give the customer antibiotics to fight off infection. She was later transferred to the ICU (intensive care unit) and admitted to the hospital. She was in dka (diabetic ketoacidosis) when she was transferred to the ICU. The hospital kept her on an IV and antibiotics. Every hour they checked her blood glucose, and every four hours they ran labs. After a couple of days in the ICU she was released and was given a prescription of extended release potassium chloride 20 meq to take twice a day for seven days. The pod had been worn between 4 and 24 hours on the hip/buttocks. The patient had not used the pods since the event and has been on injections since being released. It was determined that the customer was not checking her bg levels or bolusing in the days leading up to the incident. When they looked at the pump when they got to the ICU, there was a message that the pod failed and there was no data in the pdm (personal diabetes manager) for a few days and no alarm sounded.